Manufacturer narrative:
Other: no evaluation conducted to date due to no product being available for return.

Event description:
It was reported that approximately three weeks after the surgery, the patient had to have his shoulder cleaned out as there was an infection. The cultures came back for the patient and it was determined that the infection was due to bacteria called priopionbacterium acnes; the surgeon stated it most likely came from acne that the patient had.